Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing of the system. Since the customer had not been using the pump for insulin delivery and relied on multiple daily injections for the past few days, there was no adverse impact to the customer¿s blood glucose level. The issue occurred during troubleshooting, and after addressing the problem, large air bubbles or gaps were no longer present. The customer chose not to seek further assistance.